Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing shortness of breath. Upon interrogation, it was noted that the atrial lead exhibited high capture threshold due to suspected perforation. The atrial lead was repositioned (B)(6) 2021 and the patient was in stable condition afterwards.